Manufacturer narrative:
The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions related to the reported event. The procedure was completed without any delay. A review of the device history record (DHR) for lot number 19c00113 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications when released for distribution. A review for similar complaints was performed on lot number 19c00113, which confirmed that there were two (2) other similar events reported on this lot. The aquabeam robotic system's instructions for use, ifu320301, was reviewed and "bleeding" is listed as potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this event. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male underwent aquablation procedure. It was reported that the patient was brought back to the operating room hours after the procedure due to bleeding. Venous bleeding was observed via cystoscopy and coagulation on the bladder neck was performed. No further sequelae was reported. Note there is no device malfunction reported.